Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 3rd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
H3 other text : device not available.

Event description:
Manufacture number: 329515. Material description: pen needle autoshield duo 30gx5mm USA. Lot number: 3166800. Complaint description: we have had 3 incidents where the needle inside the insulin pen was bent and caused delivery issues. The rn was administering the glargine and the pen pushed fast at first and then it became difficult to push. The rn attempted to finish administering the insulin when the pen injected. She took the needle off the pen and the needle appeared to be bent and there was a grey bubble on top of the pen.